Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the black box recorded the battery voltage having sharp increases and decreases with no stuck vp. The battery compartment was corroded. A leak test failed. There was a crack in the battery compartment. Investigators were able to fully tighten battery cap. Investigators turned cap one full turn without loss of power. The height and width of battery cap were within specifications. There was corrosion in the battery case. The keypad was found to be worn. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked. This report is made based on results of investigation completed on (B)(4) 2013.